Manufacturer narrative:
Section d10: concomitant products: logic cr femoral cem, right, sz 5 (cat# 02-010-03-0350 / serial# (B)(6). Lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial tka, the 72 y/o male patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a full knee implant removal and revised to competitor's devices. There was no breakage of device. There was a 30-45 minutes surgical delay/prolongation. There was no adverse events as a result. Patient was last known to be in stable condition following the event. Photos received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the reported instability and prosthesis wear, or inclusion of the polyethylene implants in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.